Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. Was returned and evaluated against the complaint. Visual inspection of the guide rod confirmed the head to have fractured from the remainder of the device. The rod remains assembled with the inserter, guide post, and lateral frame. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Concomitant medical products: item number: 110003453, item name: g7 curved acet shell inserter, lot #: 256090, item number: 110018823, item name: g7 positioning guide post, lot #: zb160702, item number: 110003456, item name: g7 lateral positioning guide, lot #: zb161007.

Event description:
It was reported that during warehouse inspection it was noted that the instrument had fractured and was unable to be taken apart. No patient impact was reported. Attempts have been made and no additional information is available at this time.